Event description:
It was initially reported that following a rotator cuff repair, the first post-op visit went fine. A few days later the patient returned to the office due to an infection. The doctor verified that the shoulder is infected and a revision was scheduled on (B)(6) 2015 to remove the anchors. Follow-up investigation: revision surgery took place on (B)(6) 2015. During revision the surgeon removed two ar-2600sbs-4 (all four speed bridge anchors and fiber/tiger tapes (4.75mm bio-composite swivelocks)). No devices were implanted during the revision surgery. Surgeon removed the anchors and washed out the shoulder. Infection was confirmed during the revision surgery. Explanted devices were not saved.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Relevant patient health history and pre-existing medical conditions as well as result of cultures taken/type of organism(s) identified were not provided. Even though the doctor verified that the shoulder is infected, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.